Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: in-stent restenosis (irs), requiring medical intervention to prevent permanent impairment or injury. Device issue: no device malfunction has been reported. It was reported via a trial that during the index procedure in 2008, a 3.0 x 15 xience v stent was deployed in the proximal left anterior descending (lad) lesion. There were no product issues or patient effects after the index procedure. However, in 2009, the patient returned with unstable angina. There was an in-stent restenosis revealed and a new stent was implanted to treat the in-stent restenosis. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - restenosis and angina, in the IFU, are known adverse events associated with coronary stenting and not necessarily an indication of a product quality deficiency. Additionally, restenosis, angina, and hospitalization are listed in the risk assessment as no-fault post-procedural complications. The angina and hospitalization was likely the result of the restenosis of the target lesion, which was treated with another stent. Although, the reported patient issues of restenosis and angina are known adverse events associated with coronary stenting, a conclusive root cause for the reported patient issues and the relationship to the device, if any, cannot be determined.